Manufacturer narrative:
Information on medications and comorbidities were requested but were not provided from the physician as gore was unable to determine which device was involved in the event, if any, additional device(s) implanted related to this event include; UDI number: (B)(4), serial/lot: (B)(4), catalog: tgm454515j, device description: gore® tag® conformable thoracic stent graft with active control system. (B)(4).

Event description:
The following information was reported to gore: on an unknown date in 2019, the patient underwent endovascular treatment of a type b aortic dissection using non-gore stent graft (valiant). On (B)(6) 2022, the patient was transported to emergency facilities due to chest pain. A CT examination confirmed that the previously implanted non-gore stent graft migration and ongoing dissection at the proximal site of the non-gore device. For treatment, the patient underwent an emergency endovascular procedure using a gore® tag® conformable thoracic stent graft with active control system (ctagac). After the ctagac device (tgm454515j) was implanted just below the left common carotid artery, a proximal type I endoleak was observed. As a treatment for the type I endoleak, a left common carotid artery-right axillary artery bypass was performed and a second ctagac device (tgm454510j) was implanted just below the brachiocephalic artery. The proximal type I endoleak still remained and the physician decided to monitor the patient. On (B)(6) 2022, CT examination confirmed continuation of the proximal type I endoleak. On (B)(6) 2022, a reintervention was performed. Two additional stent grafts were implanted from the ascending aorta with the brachial artery bypass. The type I endoleak was resolved and the procedure was completed. As reported there was no gore® tag® conformable thoracic stent graft migration or lack of apposition noted. There was no reported excessive thrombus or calcium in the seal zone. The proximal neck length is unknown as well as the presence of aneurysm in the in the landing zone. The physician commented that he placed the device as proximal as he could.